Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the patient to report that on (B)(6) 2015, the receiver was displaying intermittent ??? For about two and a half hours. The sensor was released, the patient's mother checked for moisture, of which there was none. The session was restarted and the ??? Reappeared. The sensor in session was inserted on (B)(6) 2015. This sensor was removed and a new sensor was inserted on (B)(6) 2015. At forty-eight hours of use the receiver once again displayed ??? After calibration. After about two hours the device started to function properly. No additional event or patient information is available.